Event description:
It was reported that when the customer removed the drainage tubing from the pt, this tube was torn. The tubing, which tore, was taken out from the pt promptly. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.